Event description:
I have learned that the halo chest seal, sold by (B)(4), is procured and issued for field use as an occlusive chest dressing by (B)(6). Upon purchasing the product, I discovered that the product is not listed as sterile. The packaging does not indicate sterility and the representative web page references state "non-sterile, clear. It is my understanding that all wound dressings that are in contact with open wounds, like those suggested for use with the halo chest seal, must be sterilized. Upon further investigation of this product, have also discovered that this device has not been registered with the FDA.